Event description:
A complete endoscopic intervertebral surgery procedure was performed on a patient on a patient. There were no complications in surgical technical terms. Severe neurological deficiencies (paralysis0 were immediately determined post operatively on both legs. These neurological deficiencies have improved significiantly.